Event description:
Medroxyprogesterone 150 mg/ml syringe, made by sicor, lot# 05p801, exp 11/07, was given im on the gluteus muscles but about half way the plunger was stopped moving forward. The nurse had to remove the syringe from the patient. The patient was reinjected with different syringe, depo provera 150 mg/ml, made by pharmacia, lot# ma0879, exp 10/06. Dose = 0.6ml. Total dose given 1ml.